Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the needle broke and remained in the body. Reportedly, surgery was needed to remove it. The pack of infusion sets was replaced. No further information available.